Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at implant, the threshold was 1.1 v, 1.0 ms and impedance 887 ohms initially, but when the lead was inserted into the header of the pulse generator, the threshold rose to greater than 3.5 v, 1.0 ms and impedance to 1100 ohms. The patient was pacemaker dependant, had no underlying rhythm and was haemodynamically compromised dur- ing the procedure. The pulse generator was replaced.